Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, a minor scratched lcd window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads. They were unable to perform the functional test due to the cracked and bleeding lcd glass.

Event description:
The customer reported via phone call that she had a black blob on the screen of her insulin pump. Customer stated that it looked like it was cracked on the inside. Customer noticed that her blood glucose was low, so she went to check her pump and saw the damage on the screen. Customer's blood glucose was 54 mg/dl at the time of the incident. Customer stated that she can't read the entire screen. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer declined to troubleshoot for the low blood glucose.